Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion was diagnosed via echocardiogram and ultrasound. Following the pulmonary vein isolation and induction, the patient became hypotensive and a pericardial effusion was noted. A pericardiocentesis was conducted in order to stabilize the patient. Despite the issue, the procedure was still completed. The physician believed the cause for the reported pericardial effusion was due to high power ablation at the right superior pulmonary vein roof. There were no performance issues with the abbott device.